Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated intervention was performed for his lead the output settings were re-programmed.

Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion. The his lead exhibited high thresholds. The crt-p was explanted and replaced. The his lead remains in use. No patient complications have been reported as a result of this event.